Event description:
New infusion of hydromorphone to be started post-operatively inpatient. When rn went to hang the bag, tubing was connected and the tubing and hub came out of the bag and dropped to the floor. Bag/hub appears faulty and was wasted. No process changes have been made as of yet and as defective bags are discovered, new bags must be compounded for pt administration. (B)(4).